Event description:
It was reported that pump screen remained dark and would not turn on, and caller stated button was extremely difficult to press and required multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Caller followed technical support instructions to press center of button in different ways until pump display turned on, and pump was not replaced because it was out of warranty, with no additional corrective actions documented.